Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use a backup therapy to ensure insulin delivery was not interrupted.